Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a leak in the system at unknown spot caused the implant to no longer work. The device was removed and replaced for a new ipp. There were no further complication for the patient. No more information is available at the moment, additional information was requested and will be provided as it becomes available.